Manufacturer narrative:
(B)(4). The voluntary user medwatch number is mw5062678. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament suspension on (B)(6) 2016. According to the complainant, during the procedure, upon removal of the device from the patient's body, the needle was noted to be missing. It was later found inside the capio cage. There were no patient complications reported as a result of this event.